Manufacturer narrative:
Pride rep evaluated the device. Reprogrammed the device and the consumer was happy. The device is working properly.

Event description:
Alleges she hit a wall. Drove chair through the door opening and hit the door frame with foot. States the programming and chair reactions are not appropriate. Even at a low speed, the chair jerks nervously.